Manufacturer narrative:
Underwater leak testing revised a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. The penetration within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 7/19/96. On 7/25/96 after iabp for six days blood was noted back in the safety chamber. No "slow gas loss" alarm sounded from the pump.